Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies except procedural damages. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot tests passed between conductors.

Event description:
During follow-up, an increase in threshold and a decrease in r-wave amplitude was observed on the right ventricular lead. Several attempts were made to reposition the lead but were unsuccessful as the helix was unable to extend. The lead was explanted and replaced and the patient was in stable condition.